Manufacturer narrative:
.

Event description:
The hcp reported, the patient was experiencing unspecified withdrawal symptoms and was hearing a double beeping alarm that started going off the previous afternoon. The pump was interrogated and showed a motor stall had occurred. An attempt was made to silence the alarms to check the pump programming, but the pump showed "motor stall occuring". The patient was working at a bank when the motor stall occurred. The patient had not had a magnetic resonance imaging done and was not aware of being around any large magnets. A .1 mg bolus did not restart the pump. A roller study was recommended. The patient reported, that her pump had stalled and that the hcp would like to replace the pump with a new pump. The patient further reported, that her pump first stopped in 2007, and since that time she had repeated issues with the pump in the past year making her uncomfortable and causing fainting spells. The patient stated, significant "misreadings" and withdrawal symptoms accompanied by an offensive odor and taste changes. She provided that the replacement surgery was set for mid november. It was further reported that the patient had let her pump run dry on several occasions. The type of medication, concentration, and daily dose being administered, via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.